Event description:
Report received from (B)(6) stating that the device had an oil leak. It is unk if the event occurred during surgery; it is also unk if there was any pt or user injury or medical intervention reported related to this occurrence. The date of the event is unk. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).